Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found on a bd q-syte¿ luer access split septum w/extension set after performing blood sampling. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
D.4. Medical device lot #: 7241814. D.4. Medical device expiration date: 7/31/2022. H.4. Device manufacture date: 12/11/2017. H.6. Investigation summary: lot analysis: all lots: per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: a total of 9 q-syte units connected to extension sets were received as follows: 7178885: 7 units receive in sealed packages 1 received on an open package. 7241814: 1 unit received along with a vacutainer blood collection and an open-empty package. Visual/microscopic evaluation: 7178885: all units no damage was observed on any of the components of the q-syte units or the extension sets. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the extension sets with the q-syte connected to it, no leakage was observed on neither the actuated nor the un-actuated position attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. 7241814: damage was observed on the septum top disk-slit no damage was observed on the column wall damage (tear) was observed on the slit of the septum bottom disk (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the extension set with the q-syte connected to it, no leakage was observed on neither the actuated nor the un-actuated position. Attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. Investigation conclusion: no leakage was observed in the actuated nor the un-actuated positions. The failure experienced by the customer could not be confirmed.